Event description:
It was reported that the patient presented with infection. The implantable cardioverter defibrillator was successfully replaced. Further information was requested, but not yet available.

Event description:
Related manufacturer report number: 2017865-2022-19700. New information received notes that the physician did not believe the infection was related to any abbott device or procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.